Event description:
Device 2 of 2. Reference MFR report # 1627487-2010-03801. The pt received her scs system on (B)(6) 2010 consisting of an ipg and two percutaneous leads. It was reported on (B)(6) 2010 that the physician replaced the pt's leads due to migration. During the lead replacement procedure, the ipg was allegedly damaged due to the technical difficulties experienced by the physician and replaced as a result. Effective stimulation was recaptured for the pt following the surgical procedure. The explanted devices were returned to the MFR for analysis.

Manufacturer narrative:
Device evaluated by MFR: product testing was not performed as the cause of the reported complaint cannot be determined through such means. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.